Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Available patient medical records and imaging studies have been received for evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. H3 other text: device remains implanted.

Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft and an afx vela suprarenal on (B)(6) 2021. On (B)(6) 2025, the patient presented to the ER for chest pain unrelated to aaa. A computed tomography (CT) scan was taken and a type iiib endoleak was identified. On (B)(6) 2025, the patient discharged themselves against medical advice. The patient was being monitored and an intervention was planned for on (B)(6) 2025 but it has been canceled.

Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft (bsg) and an afx vela suprarenal on (B)(6) 2021. On (B)(6) 2025 the patient presented to the ER for chest pain unrelated to aaa. A computed tomography (CT) scan was taken and a type iiib endoleak was identified. On (B)(6) 2025 the patient discharged themselves against medical advice. The patient was being monitored and an intervention was planned for (B)(6) 2025 but it has been canceled. On (B)(6) 2026 intervention was completed with implant of an afx2 bsg, an afx vela infrarenal, and an afx vela suprarenal. The endoleak was treated and no endoleak was observed post case. Patient was released home and doing well.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type iiib endoleak and the additional endovascular procedure complaints are confirmed. This is consistent with the reported adverse event/incident. The clinical assessment determined that there was evidence to reasonably suggest aneurysm enlargement of 19mm and buckled stent occurred that was not included in the event as reported. The aneurysm enlargement and buckled stent was discovered during review of computed tomography scan dated 06 october 2025. The aorta lengthened 38mm over time and likely caused the increase in angulation making this anatomy related. The buckling was most likely due to the increased angulation over time. The type iiib endoleak was most likely due to the buckling of the stent. The complaint is most likely anatomy related. No procedure related harms could be determined. The final patient status was reported as discharged home and doing well. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b2: outcomes attributed to ae has been updated. B5: describe event or problem has been updated. B6: relevant tests and lab data has been updated. G3: date received by manufacturer has been updated. H6: health effect: remove code 4614.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type iiib endoleak complaint is confirmed. This is consistent with the reported adverse event/incident. The clinical assessment determined that there was evidence to reasonably suggest aneurysm enlargement of 19mm and buckled stent occurred that was not included in the event as reported. The aneurysm enlargement and buckled stent was discovered during review of computed tomography scan dated on (B)(6) 2025. The aorta lengthened 38mm over time and likely caused the increase in angulation making this anatomy related. The buckling was most likely due to the increased angulation over time. The type iiib endoleak was most likely due to the buckling of the stent. The complaint is most likely anatomy related. No procedure related harms could be determined. The final patient status was reported as leaving hospital against medical device with no medical intervention. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b6: relevant tests and lab data has been updated. B7: other relevant history has been updated. G3: date received by manufacturer has been updated. H6: investigation type codes: remove code 4118. H6: result code: remove code 3233. H6: conclusion code: remove code 11.